Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose was 600 mg/dl. Customer was wearing the device at time of hospitalization. Customer declined troubleshooting. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error or excessive no delivery alarms noted. The insulin pump was monitored and no unexpected low battery alert alarms occurred during testing. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.